Event description:
The article, "interpretable machine learning using accumulated local effects to characterise predictors of subclinical leaflet thrombosis after self-expanding transcatheter aortic valve implantation", was reviewed. This research article is a prospective single-center experience to evaluate subclinical leaflet thrombosis using machine learning to not only identify predictors but also interpret their dynamic, non-linear effects on subclinical leaflet thrombosis risk. The devices included in the study were evolut r/pro, or portico/navitor. The article concluded that through the use of machine learning to cardiovascular medicine, translation predictions into interpretable risk curves show how leaflet thrombosis risk evolves across key predictors, linking valve geometry and periprocedural hematological changes to guide patient surveillance after transcatheter aortic valve replacement. [The primary and corresponding author was marco moscarelli, department of cardiovascular surgery, maria elenora hospital, gvm care & research, palermo, italy, with corresponding e-mail: m.moscarelli@imperial.ac.UK.]. This study included patients who received a self-expanding transcatheter heart valve from 01 (B)(6) 2019 to (B)(6) 2024. A total of 128 patients were included in the study, of which 16.4% (21) received an abbott device. The average age was 78.4 years. The majority gender was male. Comorbidities included hypertension, chronic obstructive pulmonary disease, coronary artery disease, pre-existing pacemaker or defibrillator, and previous stroke/transient ischemic attack, percutaneous coronary intervention, and myocardial infarction.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, chronic obstructive pulmonary disease, coronary artery disease, pre-existing pacemaker or defibrillator, and previous stroke/transient ischemic attack, percutaneous coronary intervention, and myocardial infarction. Complications reported included patient device interaction problem (thrombus), incomplete coaptation, device difficult to fold, unfold or collapse, thrombus, anemia, hemolysis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: interpretable machine learning using accumulated local effects to characterise predictors of subclinical leaflet thrombosis after self-expanding transcatheter aortic valve implantation b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.